Event description:
It was reported that, "a dose of cement was damaged during shipping. Outer packaging was not damaged."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.